Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches and cracks on the lcd lens screen. The customer stated problem was duplicated. Cassette not attached properly error was duplicated and verified when a disposable cassette was used during testing. Error was found also in the event history log multiple times. Replaced dso (downstream occlusion sensor) which was defective and nonreactive. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached alarm. No adverse effects were reported.